Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the first inflation of the inpact pacific balloon, the balloon twisted. Device was reported to have been prepped prior to use per IFU with no issues noted. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Lesion was in the sfa. Inflation device used. There was no resistance encountered advancing the device and no excessive force was used. The device did not pass through a preciously deployed stent. A rewrap tool was not used. Device was prepped prior to use per IFU with no issues noted. The procedure used a 6fr non- medtronic sheath and a 0.018¿ non-medtronic guidewire. Procedure was unaffected and completed as usual. Evaluation summary: a visual and a tactile inspection was carried out on the returned device: dry blood was found on the device. The balloon was unfolded. A twist was found 4 cm from the tip. A 0.018¿ guide wire was advanced through the lumen. A purging test was performed, negative pressure was applied with a manometric syringe on the balloon. No bubbles emerged in the water column. The balloon was inflated at: - 4 bars: a point of constriction and wrinkles were visible on the balloon in correspondence of the twist; - 7 bars and then to 14 bars and the signs of twist on the balloon were no longer visible (no change in profile, no wrinkles). A twist on the guidewire lumen was detected in correspondence of the twist. After the inflation test, the balloon was successfully deflated and signs of twist (wrinkles) were still visible. Image review: an angiographic image was provided showing the balloon inflated. A point of constriction was visible on the balloon, in the same area of the twist observed on the relevant device. If information is provided in the future, a supplemental report will be issued.